Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, restricted posterior mitral leaflet (pml), ring dilatation, enlarged atrium, enlarged ventricle, and ejection fraction (ef) of 15%. A mitraclip xtw was successfully implanted, reducing the mr to a grade of 1-2. To further reduce the mr, a mitraclip ntw was inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties grasping occurred. The clip was able to obtain a good grasp, but upon closing the clip, a perforation of the anterior mitral leaflet (aml) was observed. Therefore, the ntw was removed from the patient. The procedure was completed with one clip implanted, reducing the mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unable to grasp leaflets was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.